Event description:
It was reported to boston scientific corporation in 2008, that an endoscopic retrograde cholangiopancreatography (ercp) procedure and a cholangioscopy procedure were performed using a spyscope access and delivery catheter on a female pt (weight unknown) on the month before. According to the complainant, "five days post procedure [the] pt presented to the ER with fever, headache, chills, abdominal pain, and elevated wbc [white blood cell count]". "Subsequent tests included a spinal tap, head CT, abdominal us [ultrasound], abdominal and pelvic CT.. The findings [of the diagnostic tests] suggested [a] liver abscess." "A percutaneous drain was [placed to drain] the liver abscess." A PICC line was placed for administration of IV antibiotic therapy. The severity of the event was moderate, according to the physician, and had resolved without sequelae by twelve days prior to original date. The physician indicated that the liver abscess was "possibly" related to the ercp procedure, the cholangioscopy, or the spyscope access and delivery catheter.

Manufacturer narrative:
The device has not been returned; a device analysis cannot be performed; therefore, the relationship between the device and the cause of the patient's condition is undetermined. The february 2008 15-month spyscope access and delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.